Manufacturer narrative:
Part received 56.30.23p was packaged with 1 - 23ga obturator and cannula assembly part number 92111622. The part returned was a loose piece of .0265 ID x .001 wall polymide tubing. This tubing is a component of the 23ga dorc chandelier cannula assembly 92169164. The 92169164 is a sub-assembly of the obturator and cannula assembly 92111622. The tubing is square at one end and bevel cut at the other. Cuts and length are consistent with requirements of drawing 92169164 rev 1. Adhesive residue is present in the bonding area. End has the appearance of having been flared according to drawing. Part sent to supplier for evaluation. Supplier report received (B)(6) 2018. Response reads "not enough of the instrument was returned to objectively determine root cause of failure for this particular instrument. Glue bond appears to be per design. DHR reflects no deviation to build or current instructions.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported an infusion cannula was broken into two pieces in the patient's eye. The surgeon had to enlarge the wound to take out the broken cannula. The surgery time had increased from 1 hour to 4 hours. The initial 23ga sutureless wound become a 6mm wound size.